Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with an implantable cardioverter defibrillator (ICD) and an external communicator was not able to connect and triggered a red call doctor icon. The ICD remains in service. No adverse patient effects were reported.